Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint pr (B)(4) has been evaluated. The batch 6005733 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula and introducer needle found bent/kinked during insertion. Complaint investigations. 2 used cannulas were provided and there is visible the soft cannula without damages or defects. The reference samples from the lot have been requested. Test results: visual test according to wi version 1. 2 used cannulas passed the test. Functional flow test 1 according to wi version 1. 2 used cannulas passed the test. Visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005733 was manufactured according to the wi version 111 manufactured in the line 5, on 01/mar/2024, with a total of (B)(4). Units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 09/jan/2025 against malfunction code soft cannula and introducer needle found bent/kinked during insertion and lot 6005733 and no other complaint has been registered in tw for the same lot 6005733 and malfunction code. Conclusion summary of the related event: as a result of the following: serter returned shows no damages or defects. No defect on tests for reference samples, no harm reportable, no nc raised during production related to the malfunction reported, other 1 complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set crimped event on 04-nov-2024. Event occurred within 3 or more hours after insertion. The insertion site was at abdomen. Infusion set was used for a half day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.